Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D3) denmark, e1) france, g1) denmark and g4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study synopsis: procedure imaging revealed a type IV endoleak which increased 7 days post-procedure, leading to aortic rupture and death. On (B)(6) 2019, the patient was routinely treated for aortic dissection type a with placement of 4 zta proximal components and 2 non-cook grafts. Procedure imaging data indicates no evidence of device issue and patent thoracic and abdominal false lumens, with source of flow noted as unknown. The post-op scan on (B)(6) 2019 revealed a type IV endoleak in the thoracic portion of the stent re-feeding the false channel with a periaotic haematoma (already present pre-operatively on the scan of (B)(6) 2019). On (B)(6) 2019, the patient experienced bowel ischemia, treated with bowel resection. This event is noted as related to the treated aortic disease and the study procedure, noting the relation to the procedure is justified by the fact that this ischaemia occurred after the procedure. The CT scan shows haemoperitoneum due to release of the right iliac suture associated with an ischaemic aspect of the sigmoid. Study documentation indicates type IV endoleak, was stable on (B)(6) 2019. On (B)(6) 2019, the patient experienced aortic rupture at the stented segment, treated with balloon angioplasty of all zta devices. This event was noted as related to the study device and the treated aortic disease, and it led to the patient¿s death. The emergency scan showed an increase in the endoleak already present on (B)(6) 2019 associated with a non-occlusive aortic thrombosis extending to the femoral axes and the superior mesenteric artery. Decision to perform emergency surgery for ruptured periprosthetic haematoma (angioplasty of the zta thoracic endoprosthesis). Patient outcome: the patient died on (B)(6) 2019, 7 days post-procedure. The cause of death is noted as aortic rupture. The death was considered related to preexisting condition prior to procedure, primary disease progression, and product complication.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event of a type IV endoleak which increased 7 days post-procedure and led to aortic rupture and death. On (B)(6) 2019, the patient as a classification of 4 (a patient with severe systemic disease that is a constant threat to life) was routinely treated for aortic dissection type a with placement of 4 zta proximal components (from zone 1 to zone 5) and 2 non-cook grafts (to zone 9 (infrarenal abdominal aorta)). Carotid-carotid bypass and aorto-biliac bypass were also performed. The location of the dissection was from zone 2 to zone 10. Pre-procedure imaging data has not yet been entered. Procedure imaging data indicates no evidence of device issues and patent thoracic and abdominal false lumens, with source of flow noted as endoleak. The post-op scan on (B)(6) 2019 revealed a type IV endoleak (current complaint) in the thoracic portion of the stent re-feeding the false channel with a periaortic hematoma (already present pre-operatively on the scan of (B)(6) 2019). The endoleak was stable on (B)(6) 2019. The same day the patient experienced bowel ischemia (related complaint), treated with bowel resection. This event is noted as related to the treated aortic disease and the study procedure, noting ¿the relation to the procedure is justified by the fact that this ischemia occurred after the procedure. The event was noted as not to occur due to devices deficiency. The CT (computer tomography) scan showed hemoperitoneum due to release of the right iliac suture associated with an ischemic aspect of the sigmoid. On (B)(6) 2019, the thoracic drain (2 l) suddenly exteriorized. The emergency scan showed an increase in the endoleak already present on (B)(6) 2019 associated with a non-occlusive aortic thrombosis extending to the femoral axes and the superior mesenteric artery. The patient experienced aortic rupture (rupture of periaortic hematoma) at the stented segment, treated with balloon angioplasty of all zta devices. This event was noted as related to preexisting condition prior to procedure, primary disease progression and device complication, and it led to the patient¿s death. Review of the device history records gave no indication of the devices being produced out of specification. Clinical assessment was performed by the medical advisor due to the patient´s death. This study involves retrospective data collection. No imaging was provided for the investigation, and based on the provided information and clinical assessment it was not possible to determine the cause of the endoleak. However, type IV endoleaks are a specific type of endoleak that arises from the natural porosity of some graft materials, leading to a transient blood leak. According to the instructions for use, endoleak is a known potential adverse event associated with zta stent graft or the implantation procedure. Reported preoperative periaortic hematoma often associated with acute aortic dissections and it's a complication that can lead to significant clinical issues and mortality. Since zta is not indicated for treatment of dissection and since safety and effectiveness of the zta have not been evaluated in the patients with dissections, it can not be ruled out that the use of the complaint devices outside of the intended use could be a contributing factor to the reported rupture. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.